Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Added most likely underlying root cause onto case. Manufacturer not able to conduct investigation; lot # not provided. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc note: manufacturer contacted customer in follow-up call to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Distributor reported complaint via e-mail on behalf of the customer: reference case (B)(4). Customer stated that the box of syringes were defective, with a barb on several of the needles. No symptoms and no medical attention associated with the use of the product was reported. No further information was provided.